Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the video showed an implanted catheter. During attempted infusion, a leak could be seen in the catheter shaft. No details of the leak site could be discerned in the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that during today's preparation for the puncture, while priming the catheter, I discovered a pinhole leak in the catheter. It was a pre-filled catheter before preparation for puncture, and when trachoma was found, the puncture was not performed again, and no harm was done to the patient.